Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection 2 gram (frequency and route not reported) for the event. At the time of this report it was unknown if the patient had recovered from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.